Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor threshold during the follow up checked up. Rv lead dislodgement was then ruled out and procedure was performed by extracting this rv lead. Also, rv lead was removed due to tissue in the helix from the original implant position. This rv lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor threshold during the follow up checked up. Rv lead dislodgement was then ruled out and procedure was performed by extracting this rv lead. Also, rv lead was removed due to tissue in the helix from the original implant position. This rv lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the f10. Device codes (3). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor threshold during the follow up checked up. Rv lead dislodgement was then ruled out and procedure was performed by extracting this rv lead. Also, rv lead was removed due to tissue in the helix from the original implant position. This rv lead was replaced with the same model and was returned for analysis. No additional adverse patient effects were reported.